Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.